Manufacturer narrative:
Additional information was added to: b4, section c (suspect products), g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation findings). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause cannot be determined as the issue remains unconfirmed. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Product name: bd low dose 30gx8mm / 3/10ml catalog number: 326638. Lot no.: quantity: (B)(4). [Inquiries] a pet owner brought (B)(4) units where the orange caps were so tight that they could not remove them. When we checked them at the hospital, (B)(4) of them were so tight that we could not remove them; and with one, the cap popped off with the needle still in it.